Event description:
It was reported that a flogard infusion pump presented the f-50 alarm. There was no patient involvement reported. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. The device was visually inspected and functionally tested. A review of the alarm log identified an occurrence of the f-50 alarm, confirming the reported condition. The cause of the f-50 alarm was determined to be damage to the central processing unit (cpu) board. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. Should additional relevant information become available, a supplemental report will be submitted.